Manufacturer narrative:
Context of the complaint. An internal investigation was performed following a notification/complaint from a customer from germany that he obtained an overestimated result when testing one patient sample with vidas® estradiol ii 60 tests (ref. 30431, lot # 1009837400, expiry date: 09-jan-2024). Customer material. No patients samples available for testing purpose. Investigation outcomes. 1. Device history record. There was no anomaly during the manufacturing, control and packaging processes on vidas e2ii lot 1009837400. 2. Complaint analysis. At the date of investigation, no other complaints were recorded for overestimated patient results on vidas® estradiol ii 60 tests lot 1009837400. 3. Tests/analysis performed. 3.1) control charts analysis: this analysis was carried out: - on 4 internal samples, with the following targets 38.2 pg/ml, 84.6 pg/ml, 110 pg/ml and 142 pg/ml). Those values where chosen because they are close to the results observed with vidas® and eclia methods. - on 7 lots, including the lot mentioned by the customer. => the analysis of the control charts showed that all results were within specifications and the lot 1009837400 was in the trend compared to the other lots. 3.2) on internal samples. The complaints laboratory tested: - 3 internal samples with the following targets 38.18 pg/ml, 82.10 pg/ml and 123 pg/ml. Those targets where chosen accordingly to the levels of estradiol obtained by the customer. - on vidas® estradiol ii lot 1009837400 (retain kit of customer¿s lot). The results complied with the specifications with results close to the targets and were similar to those observed before the lot release. 4. Root cause analysis and conclusion the complaints laboratory did not reproduce the issue (overestimated results) when testing internal samples with estradiol concentrations close to the concentrations observed by the customer on the retained kit of vidas® e2ii lot 1009837400. According to all information above, no anomaly was highlighted with the control chart analysis, and the analysis of quality data. It was not possible to identify the obvious root cause of customer¿s results. The results observed could be as a consequence of the hormonal medication undergoing by the patient (rimkus therapy). Because this drug is a bioidentical hormone (estradiol 0.9 mg/100mg), it may be possible that remaining traces of exogeneous estradiol and/or its metabolites may interfere with the vidas® estradiol ii assay. As per the instruction for use of vidas® estradiol ii, in case of women treated with steroid therapy (estradiol, contraceptive pills), it is important, when interpretating estradiol results, to take into account the information relating the therapeutic treatment especially if it is based on estrogen substances as there is no patient sample available for testing purpose, biomérieux cannot pursue further the investigation. According to the data mentioned above, there is no reconsideration of the performance of vidas® e2ii lot 1009837400.

Event description:
On (B)(6) 2023, a customer in germany notified biomérieux of possible overestimated result compare to another method when testing with vidas® estradiol ii 60 tests (ref.30431) , lot # 1009837400, expiry date: 09-jan-2024) with a patient sample. The sample analyzed came from a patient born in 1966 (age 57). The customer obtained the following result with vidas: 173.90 pg/ml measured on (B)(6) 2023 with the calibration run on (B)(6) 2023. Interpretation: range (ng/ml): follicular phase: 12.5 ¿ 166, preovulatory phase: 85.5 ¿ 498, luteal phase: 43.8 - 211, menopause < 54.7. The sample was sent to an external laboratory and the result was 75.2 pg/ml range (ng/ml): follicular phase: 26.7 - 156, ovulation: 48.1 - 314, luteal phase: 33.1 - 298, menopause < 49.9. There is no indication or report from the laboratory that the issue led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 30431 is not registered in the united states. The u.s. Similar device is product reference 30431-01.